Event description:
Reporter indicated a vns (B)(6) computer was freezing during interrogation. The suspect computer, flashcard, serial cable, and power cord were returned for analysis. No anomalies were identified with any of the components and the computer and software performed per specification. Screen freezing was not observed during the analysis. The combination of the (B)(6) computer and 7.1 version cyberonics software is known to cause screen freezing to occur, although this was not observed in the analysis.